Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during placement of the catheter in the patient's room, the user found medical agent leaking from the catheter. As a result, a new the catheter was replaced with a new one and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the catheter leaked was confirmed. The customer returned one two lumen cvc catheter. Visual examination of the returned catheter revealed significant signs of use indicating this catheter had been in use for a while and was not just placed in the patient as reported. Heavy tape residue, discoloration or yellowing, and the catheter clamp and fastener were found on the catheter body. The catheter appeared used but typical. Leak testing was performed by connecting each of the catheter extension lines to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from the proximal lumen; however, immediately after turning the pressure on for the distal lumen water began squirting from the upper catheter body confirming a leak. Microscopic examination of the upper catheter body revealed a "v" shaped cut in the catheter body at 57.5 cm from the distal tip. A "v" shaped cut and the tape residue in this area indicate. Other remarks: the catheter was cut with scissors or another sharp tool while removing or adjusting the tape. The IFU for this product, cautions the user to avoid cutting the catheter do not use scissors to remove dressing. A device history record review did not reveal any manufacturing related issues. Based on the condition of the returned sample, operational context caused or contributed to this event. No further action will be taken.